Manufacturer narrative:
This report is filed, may 19, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6) 2016 the patient underwent a surgical procedure to excise the excess tissue. During the same procedure a sleeper device was implanted. The implanted device remains.